Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for motor error. The customer's blood glucose level was reported to be 432mg/dl. It was reported that the customer treated with manual injections. Troubleshoot was reported to be conducted. It was reported that the customer noticed kink on the tubing at the end near the reservoir. It was reported that the customer did not have additional infusion set for testing. It was reported that the customer was advised to monitor the device and call back if issues persist. It was reported that the reservoir would be replaced and returned for analysis.